Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that while implanted with an impella cp a patient experienced access site bleeding. The impella cp was restitched and the angle matched which resolved the bleeding. Additionally, a chest x-ray showed a deeply positioned impella cp with a small kink in the cannula, and the pump was pulled back. The patient survived.

Manufacturer narrative:
The investigation of access site bleeding, positioning issues, and product damage (cannula kink) has been completed. Access site bleeding: based on the clinical details the cause of the access site bleeding - major most likely was use related since epi drip, re-sutured and angled match improved the site oozing. Product damage (cannula kink): the cause of the product damage (cannula kink) most likely was cannula kink due to unknown reason. Positioning issues: based on the clinical details the cause of the positioning issues most likely was use related due to improper technique since chest x-ray showed a deeply positioned impella.